Event description:
It was reported that a pt presented with stenoses and thrombosis within the av graft circuit approx ten months post stent graft implant. Thrombectomy was performed on the access circuit. Pta of a stenosis involving the juncture of the interposition eptfe graft and distal portion of the stent graft was performed. Pta was also performed on a possible stenosis within the body of the stent graft, with excellent results.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted. The event investigation is currently underway.